Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that may have contributed to the reported event.

Event description:
It was reported that catheter entrapment occurred. The 85 percent stenosed target lesion was located in a mildly calcified and mildly tortuous lesion below the knee. A 2.5mm x 120mm x 150cm, otw coyote balloon catheter was advanced over the guidewire. However, after crossing about 20cm on the guidewire, the catheter was stuck and the physician was unable to advance or retrieve the catheter. It was observed that the catheter tip was kinked. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that catheter entrapment occurred. The 85 percent stenosed target lesion was located in a mildly calcified and mildly tortuous lesion below the knee. A 2.5mm x 120mm x 150cm, otw coyote balloon catheter was advanced over the guidewire. However, after crossing about 20cm on the guidewire, the catheter was stuck and the physician was unable to advance or retrieve the catheter. It was observed that the catheter tip was kinked. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.